Event description:
Using dexcom g6 continuous glucose monitor. For over a week, in the early morning (1am-7am), the system generates an alarm indicating a significant drop in blood glucose, wakes me up, then reports failed communication between the sensor/transmitter and phone application. A finger stick test shows blood glucose is fine, no drop. There is no compression around the sensor causing a compression low. The dexcom sensor/transmitter are within 2' of the application device so there should not be any connectivity issue. The problem has occurred with two different sensors and the sensors are not "time aware" (no intelligence), so the sensors should not be the cause of the problem. The transmitter component is nearing the end of operation due to battery life. Dexcom technical support (multiple people) insists the sensor is the problem and offers replacement, but the problem has already continued with a second sensor. The problem is most likely the dexcom transmitter or their application, but dexcom refuses to acknowledge the logic and fix the problem by providing a new transmitter or investigating their application. Reference reports: mw5146224, mw5146225.